Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysate. The patient was treated with cephalosporin (intraperitoneal) and unspecified infusion (intravenous) for anti-inflammatory purposes. The cause of the event, hospitalization and patient outcome were not reported. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.